Event description:
The plaintiff's attorney alleged that the decedent stopped breathing during use of the product on (B)(6), 2011, experienced shortness of breath on (B)(6), 2011 and a cardiovascular event and subsequently expired on (B)(6), 2012.

Manufacturer narrative:
This is one event (respiratory arrest) of three events reported on the same patient involving two separate products; associated with mdrs # 1225714-2014-00469, 1225714-2014-00470, 1225714-2014-00471, 1225714-2014-00472, 1225714-2014-00473 and 1225714-2014-00474.